Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 425 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. The customer stated that they insulin pump had shuts off and blank screen on the insulin pump. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer was advised to insert the new battery. Customer also stated that the display did not return. Troubleshooting was performed for blank display. The insulin pump will be returned for analysis.